Event description:
It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. Intracardiac echo (ice) was being used. A watchman truseal access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The 24mm device needed to be upsized to a 27mm device, so it was removed. The was appeared to slip out of the laa, so the was was reinserted into the laa and it is believed a pericardial effusion occurred at this time. The 27mm closure device was attempted to be deployed. The patient's blood pressure began to drop and the case was aborted to address the pericardial effusion. The patient was sent to the operating room where they noticed a hole in the appendage. Open heart repair was performed. A total of 3000cc of blood was drained and the patient was doing well in recovery.